Event description:
And before this date with others types and brands of CPAP masks, the neoprene harness used to hold the CPAP mask headgear causes skin/scalp irritation and some breakdown. Symptoms are severe itching, flaking and changes in skin texture. I have had this issue since I have been using CPAP masks many years ago that is worsening. I have corresponded with my CPAP dme supplier and they tell me they are not aware of any masks that would work for me that do not use neoprene. I have migrated to a mask with the smallest amount of neoprene skin/scalp contact to minimize the issue but I am unable to get a good seal and will have to go back to a mask with a larger neoprene headgear harness. I have sought a dermatologists treatment in the past and was given treatment for the symptoms. I haven't realized what was causing the issue until more recently. As this is in reference to a medical device I wanted to get this problem into your database, in case there are others with this issue that have reported it. I hope the mfrs can be encouraged to manufacture more hypo or non allergenic headgear harnesses for CPAP masks. I am going to stop using the CPAP for a week to see if my skin can heal and determine my perceived quality of sleep without using CPAP. Prescribed to use CPAP after sleep study by sleep medicine/p. Dates of use: (B)(6) 2017.